Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. During the revision surgery, metallosis and breakage of the stem extension at the femoral component were noted.